Manufacturer narrative:
The defective needle was not returned to the manufacturer, and the reported complaint could not be confirmed. The needle lot manufacturing records were reviewed, and no electrical deviations were found within the needle batch.

Event description:
Three iceforce needles were used in a cryoablation procedure. During the treatment, one needle caused skin discolouration. After the treatment was completed, the user noticed a skin burn near the needle insertion site. The burn team reviewed and treated the burn, and the patient was sent home. Muscle stimulation was also observed during the procedure with a separate needle used in this procedure. Please see MDR # 9616793-2020-00039 for the report that describes this event. The defective needle was discarded, and therefore cannot be returned to the manufacturer for investigation.

Event description:
This MDR is to document the follow-up and medical assessment performed by the manufacturer for the skin burn that was initally reported. Further investigation or follow-up is not planned for this complaint. This MDR is also being submitted to correct the following information that was initially reported: the skin burn event was not a device malfunction as was initially reported, but is an adverse event as initially reported. The conclusion code initially reported (4315) should be replaced with the code present in this follow-up MDR.

Manufacturer narrative:
A medical assessment was performed by the manufacturer. The skin burn observed on the patient was determined to be directly related to the cryoablation procedure. There was no evidence of a device malfunction. Skin burn is a known risk, and is listed as a potential adverse event in the labelling and needle IFU.